Event description:
Following hemodialysis - the access catheter was found totally severed at right internal jugular vein insertion site. Pressure was immediately applied and pt emergenty taken to interventional radiology for removal and replacement for further dialysis therapy.